Event description:
It was reported that a patient's right ventricular lead exhibited more than double a rise in its pacing impedance readings. Intervention is planned, but none has been performed yet. The patient is currently stable.

Event description:
New information notes that a surgical procedure occurred on (B)(6) 2022 to cap and replace the right ventricular lead. The patient was stable post-procedure and discharged as normal.